Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked case, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Troubleshooting revealed that the drive support cap was protruding. It was stated that the customer did not press on the cap while wearing the device. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.